Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer was provided sugar, candy, and a fanta soda drink for treatment by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer was provided sugar, candy, and a fanta soda drink for treatment by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch or on the sensor plug. Data was downloaded successfully, the sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with event logs 53 is an indication that the sensor had terminated due to an error. The observed event logs correspond to memory corruption in the ferromagnetic random access memory (fram) section of the application specific integrated chip (asic) that result in sensor termination. An extended investigation was performed. Data was extracted from the from the returned sensor and event code 53 (encryption configuration crc error) was observed, indicating crc signature mismatch detected in the ferromagnetic random access memory encryption configuration section. This error message was due to memory corruption in the fram (ferromagnetic random access memory) section of the asic (application specific integrated chip). Therefore, this issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.